Event description:
It was reported that patient had inflammation at infusion site which was treated with antibiotics.

Manufacturer narrative:
E1 Name: (b)(6).Country: United States of America.(b)(6). Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site:8021545.